Event description:
Customer's mother reported son's hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the hospitalization was 600 mg/dl. Customer also has gastroparesis. The customer was in the hospital for six days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.